Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient thought the device was sticking out more in an image, but it was confirmed to be normal. It was noted that the patient was doing a great job changing and was getting an excellent signal except for one day she got a good signal and charged for 1.5 hours which was normal. No further actions were going to be taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that in (B)(6) 2019, the patient noticed that charging the ins was taking over 2 hours to complete; that when the ins charge got low it would take forever to charge. It was noted it was an intermittent problem. Additionally, the patient's back was getting sore because the ins was sticking out more. The patient was scheduled to meet with a rep on (B)(6) 2019. No further complications were reported or anticipated.